Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result in the 500's mg/dl on their blood glucose meter at 8:00 am. The consumer was not able to provide a specific glucose result. The consumer immediately performed another test using the same meter and strips getting a result of 500's mg/dl. At this point, the consumer administered 4 units of insulin based on her results. Two hours later, the consumer tested herself again, getting a result of 471 mg/dl. It is unknown if the consumer treated herself for that result. The consumer then experienced a hypoglycemic event not requiring medical intervention. When the consumer did use control solutions with the test strips in question, they did not fall within the given control range. The test strips in question will be returned for eval.